Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient's handset can't connect to the neurostimulator. Rep said he tried with his handset and that didn't work. Ts confirmed that rep is using the right application. Technical services(ts) suspected battery depletion and asked if rep can use the 8840 clinician programmer, since it's available, but that didn't allow connection to the implant as well. Given that patient had higher settings and devices can't connect to the implant, ts told rep that implant was likely depleted. Rep said patient didn't get relief from the implant since replacement. The issue was not resolved through troubleshooting. Patient last felt stimulation 6 months to a year ago.  No further complications were reported/anticipated at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the inability to connect was not determined. The most likely cause is the battery is depleted and unknown if normal battery depletion. Unable to confirm the normal battery depletion but patient reports amplitudes of 5ma. Unable to check impedance. These factors may have contributed to a fast battery depletion. The hcp and patient spoke and agreed to have battery replaced.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue was resolved. The device was explanted and would be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.